Manufacturer narrative:
This report will be updated if additional information is received.

Event description:
It was reported that this implantable lead was an attempted implant for unknown reasons. It was replaced with a non-boston scientific lead. There is no indication this device will be returned for analysis. No additional adverse patient effects were reported.